Event description:
It was reported that during the procedure, a 2.5x38 rx xience prime was introduced into an unspecified guiding catheter, then was withdrawn prior to reaching the target lesion, as it was noted that pre-dilatation had not yet been performed. Pre-dilatation was then completed successfully using a trek balloon dilatation catheter. While prepping the same rx xience prime outside of patient anatomy, for re-insertion, the hypotube shaft kinked and then separated while outside of the patient anatomy. The rx xience prime was not re-introduced into the patient anatomy. A 2.5x28 rx xience prime was used to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.